Event description:
Olympus was informed that during a hysteroscopy procedure, as soon as the device was introduced into the patient, the physician noticed a black semicircular object measuring less than 2mm in the patient's uterus. The object was retrieved from the patient using another hysteroscope. The procedure was completed with another device. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A physical inspection of the device was performed and the white glue was found cracked and broken off at the distal end of the scope. The missing white glue cover was not returned. At this time, olympus is unable to confirm that the device fragment noted during the procedure is the missing white glue. The exact cause of the reported phenomenon could not be determined at this time. Further review into the device history shows that the last date of service for this device was (B)(6) 2011. The most probable cause of the reported event can be attributed to normal wear and tear. The instruction for use states, "before each case, prepare and inspect this instrument as instructed. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use this instrument."